Event description:
The manufacturer received information alleging the device is leaking water. There was no allegation of serious patient harm or injury. No medical intervention was required for the patient. The device was returned to a third-party service center for evaluation. During evaluation of the device, the third-party service center visually inspected the device and found iso port contaminated and burned, scratched display. In addition, the devices error log was downloaded, and error code was present when reviewed. The device was not repaired and was scraped.